Event description:
The attorney of the family reported that on multiple occasions, mr. Burgess's insulin pump had malfunction and failed to deliver the correct dose of insulin to him, causing him to suffer injuries such as diabetic ketoacidosis and would ultimately cost him his life. It was alleged that customer passed on (B)(6) 2018 from diabetic ketoacidosis as a result of insulin pump being defective. The issue was the retainer ring being damaged, missing, or broken. Insulin pump was used at the time of the incident. It was unknown if sensor was used. It was unknown if auto mode was used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b3 and b5 sections of this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding that insulin pump's retainer ring was damaged, missing or broken from the attorney of the family. The information received on (B)(6), 2021. Attorney reporter alleges that use of medtronic insulin pump caused personal injury to the customer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Model, catalogue, serial, and lot number were added in section d4 as it was not provided in the initial report.

Manufacturer narrative:
Additional information has been received regarding retainer ring recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Minor scratched display window, scratched case, cracked case battery tube side, pillowing keypad overlay. There was no battery installed in the pump when received. Missing 2 heat stale posts on the customer's battery cap. Corroded battery tube. The test energizer alkaline battery is 1.580 volts. Cracked retainer ring. Retainer ring color (black or clear): clear. Is the retainer ring connected to the case (yes or no): yes. Is the retainer ring intact (yes or no): yes. Verify if the retainer locks in place? (Yes or no): yes. (Test p-cap and reservoir locked properly into reservoir compartment during testing). The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. On the self test, the pump passed the screen test, led test and tone test. On the self test, the pump failed the vibration test. Unable to verify vibration test failure due to pump preservation. When performing the lcd function test, installing the aa battery emulator, the pump alarmed failed battery test. Clean the aa battery emulator contact, and the pump was able to power up properly. Intermittent failed battery test alarm due to corroded battery tube. History download was successful using thus and carelink upload was successful. Damage (physical or cosmetic) confirmed (found damage at the front pump and at the back of the pump). Legal confirmed. Retainer ring damage confirmed (found cracked retainer ring). Possible under delivery anomaly not confirmed (pump passed the displacement test and the dat). Audio/vibrate anomaly/absence of alarm confirmed (on the self test, the pump failed the vibration test. However, unable to verify vibrate anomaly due to pump preservation). Failed batt test confirmed (intermittent failed battery test alarm due to corroded battery tube). Reservoir unable to lock into place not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.